Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and instructed the caller to remove the cartridge and deliver a bolus, which was completed successfully. The caller was unable to reload the original cartridge but, with assistance, successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.